Event description:
On (B)(6) 2013, it was reported that this patient's device was replaced due to clinical eos. The patient's chart indicated the battery expired and that this was determined to be due to an increase in depression over the few weeks prior to surgery; however, the relation to baseline was unknown. The patient had not been scheduled for follow-up to determine if the events had resolved. On (B)(6) 2013, this vns patient underwent generator revision, reportedly due to end of life. The generator was returned, underwent product analysis, and was found to be not at end of life. The reported "eos/eri" allegation was not duplicated in the pa laboratory. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device. A blc showed 6.66 years remaining.

Manufacturer narrative:
Review of programming history.